Manufacturer narrative:
Device manufacture dates: 09/20/2012, 12/04/2012. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual verification revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the poly driver. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and extended around the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the igs brainlab quick disconnect poly driver found two batches released with non-conformances concerning dimensional discrepancy discrepancies during the manufacturing of the product. A 12-month review of the complaint trend analysis for the igs brainlab quick disconnect poly driver was conducted on the specific product code from this complaint as the product family does not exist for this instrument. It was noted that there were no related complaints associated with poly driver tip breakage. In this complaint there was no reported harm to the patient. However, instrument grade material remnants implanted in the patient may likely change the course of post-operative care and could further necessitate the need for medical intervention in the future. Therefore, potential harm may exist if the fault were to recur review of complaints found no significant trends. The root cause of the poly driver tip becoming fractured cannot positively be determined. However, the fracture analysis results show evidence of a quasi-static torsional shear failure starting at the hexlobes and extended around the center of the shaft. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this poly driver which led to the driver tip to become fractured. Therefore, this complaint file will be closed with no further action required.

Event description:
It was reported that the surgeon was inserting an 8.0 x 40 screw at s1 during his first use of the depuy synthes spine brainlab igs instruments. While inserting the screw, the tip of the screwdriver broke off in the screw head. A nerve hook was used to retrieve the tip of the screwdriver from the screw head. The case proceeded from there with minimal disruption. There were no adverse consequences to the patient and resulting delay of three to five minutes.